Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The catheter was torn (~ proximal 20cm) inside patient. Everything could be retrieved from the patient. Further information is requested.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the inner shaft has fractured 490 mm proximal to its distal end. The inner shaft fragment shows severe constriction over a length of 460 mm, caused by the application of a high tensile force, most likely induced during the attempt to pull the device from the guide wire. In addition, compression marks were observed, which have most likely been induced during the removal of the guide wire from the distal fragment. The cause for the blockage between the inner shaft and the guide wire used in the intervention remains unresolved, as the guide wire was not returned. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause was identified.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment. The catheter was torn (~ proximal 20cm) inside patient. Everything could be retrieved from the patient. Further information is requested.